Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer was able to resume insulin therapy. Customers blood glucose was 70-140 mg/dl.